Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient reported that the pod fell off in the shower, which caused her bg (blood glucose) to raise, then she went to the hospital. The pod was worn between 24 and 36 hours. She had high blood glucose, heart and chest issues, and high blood pressure. Her sugars were 575 mg/dl when she went to the hospital. She was admitted overnight. Her bg was 136 mg/dl or 125 mg/dl when she was discharged. She was given an IV and was given insulin injections. Patient stated she was given insulin injections of novolog and lantus and was hooked up to an IV, did not state what the IV was for. They also hooked her up to a heart monitor to run heart tests. They gave her pain medications, 4mg of morphine and 5mg times 2 of oxycodone for a total of 10mg. The hospital was giving her low doses of insulin she stated ¿6 or 12, really low.¿ the hospital also gave her regular medications such as ambien, muscle relaxers, and her high blood pressure medications.